Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a preface® guiding sheath with multipurpose curve where hemostatic valve detachment occurred. Hemostasis valve was removed when the dilator was pulled out. A non-sterile pref. Guiding sheath w/mult.crv cannula sheath along with an 8f vessel dilator was received for analysis inside a plastic bag. The vessel dilator was received fully inserted into the cannula sheath. Per visual analysis, the unit was thoroughly inspected, and no anomalies observed. No crack, brake, damage, or improper molding was found on the hub/hub thread and no anomalies were observed on the cap or on the gasket of the hemostasis valve unit. Per dimensional analysis, the cap was detached to the catheter hub and the cannula hub thread outer diameter and the brim cap inner diameter were measured and found within specification. An insertion/withdrawal test was performed on the unit since it was reported that the hemostasis valve was removed when the dilator was pulled out from inside the patient¿s body. The vessel dilator was introduced into the cannula sheath through the hemostasis valve. The vessel dilator was repeatedly inserted and snapped into the hub of the cannula. It was advanced and retracted several times and no anomalies were observed. The reported event by the customer of ¿hemostasis valve/hub-separated - during use¿ was not confirmed. Neither separation nor an anomaly was observed on the hub/hub thread or anomalies observed on the cap or the gasket of the hemostasis valve unit. Visual, functional, and dimensional analyses were successfully performed on the unit. Neither the product history record review nor the product analysis results suggest that the reported event could be related to the manufacturing process. H4 device manufacture date was obtained and updated in this report. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a preface® guiding sheath with multipurpose curve where hemostatic valve detachment occurred. Hemostasis valve was removed when the dilator was pulled out. The issue was resolved by changing the preface® guiding sheath with multipurpose curve to another one. The procedure was completed without patient's consequence. No further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
On 10/9/2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).